Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior thoracic decompression and fusion at unknown levels using rhbmp-2/acs and local bone. At an unknown time post-op, the patient was noted to have developed a collection of fluid. Repeat surgical drainage of the fluid was undertaken at an unknown time post-op.